Manufacturer narrative:
Interstim tined lead, model # 3889, lot # v655527, implanted 2011-(B)(6); programmer model # 3037, lot # njd127613n.

Event description:
It was reported that the device was originally implanted 3 months prior for urinary incontinence. The patient continued to have urinary incontinence. The device failed (e.g. Broke, couldn't get it to work or stopped working). The device was explanted (B)(6) 2011. The event was reported via a facility medwatch. If additional information is received, a follow up report will be sent.